Manufacturer narrative:
This report is submitted on october 27, 2022.

Event description:
Per the clinic, the patient experienced wound healing complications and was subsequently treated with oral and IV antibiotics (date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on february 02, 2023.